Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A field service engineer found that the station was stuck on a windows update and would not boot. The fse re-imaged the station, verified the remote support service (rss) and eset, and confirmed that the station synced successfully. The station was then tested in the application and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed black screen and offline in remote smart service. The customer attempted troubleshooting by rebooting the station, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.